Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure a fenestrated bipolar forceps instrument arced an the end of the instrument tip. The procedure was completed using a backup fenestrated bipolar forceps. No fragment fell inside the patient. No known impact or patient consequence was reported. There was a procedural delay of 10 minutes. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. There was thermal damage noted between the tips. The cannula was inspected prior. There was arcing originating and grounding between the tips. The surgeon was using the instrument to cauterize with bipolar energy when the arcing occurred. The instrument was connected properly to a force triad generator with settings set to cut 40 and coag 40. The arcing occurred after using the instrument for an hour. A large needle driver was in use as well when the arcing occurred. There was no instrument tip collision and the instrument was not in contact with tissue when the arcing occurred. There was no injury to the patient and the patient has not returned to the hospital due to post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps (fbf) instrument was analyzed and was found to have charring and localized melting on bipolar yaw pulley, between the grips. The complaint was confirmed by failure analysis.